Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads from the same lot number. It was reported the pt's scs (spinal cord stimulation ) was explanted, as the leads were fractured about a year ago and the pt had not used the system since then.